Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure (batch no. B71772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high, pid pelvic inflammatory disease, anxiety, headache and grand multiparity. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia") and anxiety ("anxiety"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pain ("body aches"), alopecia ("alopecia"), feeling abnormal ("brain fog"), headache ("major headaches"), weight decreased ("weight loss") and arthralgia ("joint pains"). The patient was treated with surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the dysmenorrhoea, vaginal discharge, pain, dyspareunia, alopecia, feeling abnormal, headache, weight decreased, anxiety and arthralgia outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, dysmenorrhoea, dyspareunia, feeling abnormal, headache, pain, pelvic pain, vaginal discharge and weight decreased to be related to essure. The reporter commented: the plaintiff underwent hysterectomy due to complications from the essure device. Insertion details- three coils seen corning out of the right ostia, four coils seen corning out of the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion . (B)(6) 2016- pathology report. Specimen(s) received. Cervix, uterus, and fallopian tube fragments (right tube tagged). Clinical history. Pelvic pain, dysmenorrhea. Final diagnosis. Hysterectomy with fallopian tube segments: -cervix: mild chronic cervicitis. -endometrium: benign secretory pattern. -myometrium: no pathologic changes. -uterine serosa: no pathologic changes. -fallopian tube segments: no pathologic changes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,dysmenorrhea,dyspareunia, vaginal discharge. Most recent follow-up information incorporated above includes: on 13-jul-2018: new pfs received - new events added: vaginal discharge, pelvic pain, dysmenorrhea and dyspareunia. New reporter, lot number and date of birth were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. B71772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high, pid pelvic inflammatory disease, anxiety, headache and grand multiparity. Concomitant products included alprazolam since (B)(6) 2016, ethinylestradiol;norgestimate (sprintec), ibuprofen from (B)(6) 2014 to (B)(6) 2016, lisinopril since (B)(6) 2016 and naproxen sodium (anaprox). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia/ dyspareunia(painful sexual intercourse)") and anxiety ("anxiety/ anxiety disorder/ mental anguish"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pain ("body aches"), alopecia ("alopecia"), feeling abnormal ("brain fog"), headache ("major headaches"), arthralgia ("joint pains") and genital haemorrhage ("abnormal bleeding") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal discharge and genital haemorrhage had resolved and the dysmenorrhoea, pain, dyspareunia, alopecia, feeling abnormal, headache, weight decreased, anxiety and arthralgia outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, headache, pain, pelvic pain, vaginal discharge and weight decreased to be related to essure. The reporter commented: the plaintiff underwent hysterectomy due to complications from the essure device. Insertion details- three coils seen corning out of the right ostia, four coils seen corning out of the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Diagnostic results: (B)(6) 2016- pathology report specimen(s) received cervix, uterus, and fallopian tube fragments (right tube tagged) clinical history pelvic pain, dysmenorrhea final diagnosis hysterectomy with fallopian tube segments: cervix: mild chronic cervicitis. Endometrium: benign secretory pattern. Myometrium: no pathologic changes. Uterine serosa: no pathologic changes. Fallopian tube segments: no pathologic changes. Patient underwent essure confirmation test. Result: healthcare provider told that fallopian tubes were occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,dysmenorrhea,dyspareunia, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New event "genital bleeding" added. Outcome for vaginal discharge, pain added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. B71772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high, pid pelvic inflammatory disease, anxiety, headache and grand multiparity. Concomitant products included alprazolam since january 2016, ethinylestradiol;norgestimate (sprintec), ibuprofen from 18-apr-2014 to 10-mar-2016, lisinopril since january 2016 and naproxen sodium (anaprox). In april 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia/ dyspareunia(painful sexual intercourse)") and anxiety ("anxiety/ anxiety disorder/ mental anguish"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pain ("body aches"), alopecia ("alopecia"), feeling abnormal ("brain fog"), headache ("major headaches"), arthralgia ("joint pains") and genital haemorrhage ("abnormal bleeding") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal discharge and genital haemorrhage had resolved and the dysmenorrhoea, pain, dyspareunia, alopecia, feeling abnormal, headache, weight decreased, anxiety and arthralgia outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, headache, pain, pelvic pain, vaginal discharge and weight decreased to be related to essure. The reporter commented: the plaintiff underwent hysterectomy due to complications from the essure device. Insertion details- three coils seen corning out of the right ostia, four coils seen corning out of the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Diagnostic results: (B)(6) 2016- pathology report specimen(s) received cervix, uterus, and fallopian tube fragments (right tube tagged) clinical history pelvic pain, dysmenorrhea final diagnosis hysterectomy with fallopian tube segments: cervix: mild chronic cervicitis. Endometrium: benign secretory pattern. Myometrium: no pathologic changes. Uterine serosa: no pathologic changes. Fallopian tube segments: no pathologic changes. Patient underwent essure confirmation test. Result: healthcare provider told that fallopian tubes were occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,dysmenorrhea,dyspareunia, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New event "genital bleeding" added. Outcome for vaginal discharge, pain added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. B71772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high, pid pelvic inflammatory disease, anxiety, headache and grand multiparity. Concomitant products included alprazolam since (B)(6) 2016, ethinylestradiol;norgestimate (sprintec), ibuprofen from (B)(6) 2014 to (B)(6) 2016, lisinopril since (B)(6) 2016 and naproxen sodium (anaprox). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia/ dyspareunia(painful sexual intercourse)") and anxiety ("anxiety/ anxiety disorder/ mental anguish"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pain ("body aches"), alopecia ("alopecia"), feeling abnormal ("brain fog"), headache ("major headaches"), arthralgia ("joint pains") and genital haemorrhage ("abnormal bleeding") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal discharge and genital haemorrhage had resolved and the dysmenorrhoea, pain, dyspareunia, alopecia, feeling abnormal, headache, weight decreased, anxiety and arthralgia outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, headache, pain, pelvic pain, vaginal discharge and weight decreased to be related to essure. The reporter commented: the plaintiff underwent hysterectomy due to complications from the essure device. Insertion details- three coils seen corning out of the right ostia, four coils seen corning out of the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Diagnostic results: (B)(6) 2016- pathology report specimen(s) received cervix, uterus, and fallopian tube fragments (right tube tagged) clinical history pelvic pain, dysmenorrhea final diagnosis hysterectomy with fallopian tube segments: -cervix: mild chronic cervicitis. -endometrium: benign secretory pattern. -myometrium: no pathologic changes. -uterine serosa: no pathologic changes. -fallopian tube segments: no pathologic changes. Patient underwent essure confirmation test. Result: healthcare provider told that fallopian tubes were occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,dysmenorrhea,dyspareunia, vaginal discharge. Lot number: b71772, manufacture date: 2013-09, expiration date: 2016-09 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. B71772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high, pid pelvic inflammatory disease, anxiety, headache and grand multiparity. Concomitant products included alprazolam since (B)(6) 2016, ethinylestradiol;norgestimate (sprintec), ibuprofen from (B)(6) 2014 to (B)(6) 2016, lisinopril since (B)(6) 2016 and naproxen sodium (anaprox). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia/ dyspareunia(painful sexual intercourse)") and anxiety ("anxiety/ anxiety disorder/ mental anguish"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pain ("body aches"), alopecia ("alopecia"), feeling abnormal ("brain fog"), headache ("major headaches"), arthralgia ("joint pains") and genital haemorrhage ("abnormal bleeding") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal discharge and genital haemorrhage had resolved and the dysmenorrhoea, pain, dyspareunia, alopecia, feeling abnormal, headache, weight decreased, anxiety and arthralgia outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, headache, pain, pelvic pain, vaginal discharge and weight decreased to be related to essure. The reporter commented: the plaintiff underwent hysterectomy due to complications from the essure device. Insertion details- three coils seen corning out of the right ostia, four coils seen corning out of the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Diagnostic results: (B)(6) 2016- pathology report specimen(s) received cervix, uterus, and fallopian tube fragments (right tube tagged) clinical history pelvic pain, dysmenorrhea final diagnosis hysterectomy with fallopian tube segments: -cervix: mild chronic cervicitis. -endometrium: benign secretory pattern. -myometrium: no pathologic changes. -uterine serosa: no pathologic changes. -fallopian tube segments: no pathologic changes. Patient underwent essure confirmation test. Result: healthcare provider told that fallopian tubes were occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,dysmenorrhea,dyspareunia, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure (batch no. B71772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high, pid pelvic inflammatory disease, anxiety, headache and grand multiparity. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia") and anxiety ("anxiety"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pain ("body aches"), alopecia ("alopecia"), feeling abnormal ("brain fog"), headache ("major headaches"), weight decreased ("weight loss") and arthralgia ("joint pains"). The patient was treated with surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the dysmenorrhoea, vaginal discharge, pain, dyspareunia, alopecia, feeling abnormal, headache, weight decreased, anxiety and arthralgia outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, dysmenorrhoea, dyspareunia, feeling abnormal, headache, pain, pelvic pain, vaginal discharge and weight decreased to be related to essure. The reporter commented: the plaintiff underwent hysterectomy due to complications from the essure device. Insertion details- three coils seen corning out of the right ostia, four coils seen corning out of the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion (B)(6) 2016- pathology report specimen(s) received cervix, uterus, and fallopian tube fragments (right tube tagged). Clinical history. Pelvic pain, dysmenorrhea. Final diagnosis. Hysterectomy with fallopian tube segments: -cervix: mild chronic cervicitis. -endometrium: benign secretory pattern. -myometrium: no pathologic changes. -uterine serosa: no pathologic changes. -fallopian tube segments: no pathologic changes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,dysmenorrhea,dyspareunia, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required), alopecia ("alopecia"), feeling abnormal ("brain fog"), headache ("major headaches"), weight decreased ("weight loss"), anxiety ("anxiety"), arthralgia ("joint pains") and pain ("body aches"). At the time of the report, the hysterectomy, alopecia, feeling abnormal, headache, weight decreased, anxiety, arthralgia and pain outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, feeling abnormal, headache, hysterectomy, pain and weight decreased to be related to essure. The reporter commented: the plaintiff underwent hysterectomy due to complications from the essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.